Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test for prime and fill anomaly due to no button response. The insulin pump had cracked belt clip slot, reservoir tube lip, reservoir tube, reservoir tube window, case window display corner, lcd window and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that she experienced high blood glucose. The customer's mother reported that the insulin was squirting out during manual prime process. The customer's mother reported that the insulin continues to drip after motor stops during the manual prime process. The customer's mother stated that she did not receive second series of beeps nor did numbers appear on the screen. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's mother stated that she treated the high blood glucose with manual injection. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.